Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.